Event description:
The nurse started to use the tb syringe when she noticed there were no measurement markings on the barrel of the syringe. The barrel was completely clear. According to the nurse, this event is the fourth syringe she has seen like this. We have already reported to medsun an event just like this one in a previous report.====================== health professional's impression======================no adverse event because the syringe was not used for administering the tb test medication.